Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection did reveal some red coloring at the end of the catheter. The color may have been a result of the catheter soaking in the solution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that during a ventriculoperitoneal shunt placement and during the site's preparation, when the catheter was soaked in an antibiotic solution, the site noticed one of the ends of the catheter started to turn yellow. It was clarified that it wasn't quite yellow but a red. The distal portion did not have the same discoloration. It was unknown if the catheter came that way or if it was because it was soaked in vancomycin saline. The site switched to another catheter and was able to continue. The situation could not be replicated with the new catheter.